Event description:
"Alignment cup fractured. Half was in the lamination of the socket." "Fell and hit his head into a railing. Patient experiencing neck and shoulder pain, being seen by a doctor." Cpo stated that the patient would reach full recovery.

Manufacturer narrative:
Conclusions - reviewed 3 years of complaints files without finding a similar incident.